Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 1 of 2 reports linked to mfg report number 3004608878-2022-00098: a facility reported that the mayfield skull clamp (a1059) has striated threads and the pin does not hold. The facility has not reported if there was patient involvement, injury or surgical delay relative to this event.

Manufacturer narrative:
The mayfield skull clamp (a1059) was returned for evaluation: failure analysis - the investigation of the returned device showed that the reported complaint was confirmed from the evaluation. The skull clamp base had defective threads, helicoils will be inserted, and the locking mechanism was loose. To resolve all issues, repair inserted helicoils in skull clamp, overhauled the locking mechanism and replaced worn off small parts. Function test was then performed successfully. Root cause - complaint confirmed via inspection of the unit. Evaluation found the skull clamp base had defective threads that needed to be drill, tapped, and have helicoils inserted. Probable root cause is rough handling or improper assembly of the unit. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward.